Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level of over 400 mg/dl, which registered as ¿high¿ on the pump. Healthcare provider identified dka as moderate. A manual injection was delivered to address bg prior to hospitalization. Customer was treated with intravenous therapy and fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. A system check was performed, and the pump performed as intended.